Event description:
A report was received that an electrode has a broken wire from the hub.

Manufacturer narrative:
The complaint the electrode had a broken shaft was confirmed. Root cause of the failure is excessive external mechanical force placed upon the shaft which led to the complete separation of the shaft from the hub.

Event description:
A report was received that an electrode has a broken wire from the hub.